Manufacturer narrative:
An event regarding size/fit involving an anato rasp was reported. The event was not confirmed. Method & results: device evaluation and results: slight staining was noted around the laser mark. The returned device was otherwise unremarkable. Dimensional inspection determined the device to be within specification. Medical records received and evaluation: there were insufficient medical records were received for review with a clinical consultant. Device history review: a review of the supplier device history records indicates that (B)(4) devices were manufactured as per specification on the (B)(6) 2014 with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions the event could not be confirmed based on the information available. The returned stem was inspected by the supplier and was confirmed to be within dimensional specification. No further investigation is required at this time. If additional relevant information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during a hip case, surgeon used the anato broach and found that the trial part after broaching had a tight fit but when surgeon attempted implantation of actual stem the stem countersunk in hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a hip case, surgeon used the anato broach and found that the trial part after broaching had a tight fit but when surgeon attempted implantation of actual stem the stem countersunk in hip.